Manufacturer narrative:
This event occurred outside the us where the same model is distributed. (B)(4).

Event description:
It was reported that during routine device replacement, there was high impedance and threshold on the right ventricular (rv) lead. It was also noted the device was not working. The device was attempted and not used. Another device was used. It was noted the lead was reversed in the device header. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.